Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. The event date is an approximation. On (B)(6) 2025, it was reported that the patient said she experienced inaccuracy with her readings from her cgm. The patient can no longer recall the values. During this time, patient was feeling dizzy, had a blurring eyesight, and couldn't even sit up straight. She immediately called emergency medical team (emt) for further medical assistance. When emt arrived, they took a fingerstick. At this time, patient can no longer recall the egv but his bg showed low glucose value the patient was given glucose gel. After taking the glucose gel, emt removed the sensor and had it changed with a new one. Hours after, emt did another fingerstick to the patient. The patient can no longer recall the values but she said that both egv of the new sensor and bgm were accurate. She also said that she was already stable at that time and emt left the house thereafter within the day. The patient is already doing good at the time of the call. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.